Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experience hyperglycemia and headache. The customer¿s blood glucose level was 469 mg/dl at time of incident, treated with insulin pump and current blood glucose level was 328 mg/dl. Customer reported that they did not feel okay to troubleshooting and declined it. Customer was not using auto mode feature at the time of high blood glucose. Customer reported that they need assisted in connecting insulin pump and glucometer. The devices will not be returned for analysis.